Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
The patient lost a significant amount of weight and as a result she experienced discomfort at the pocket site. Reportedly, surgical intervention was undertaken on (B)(6) to address the issue however, the ipg was left in situ for future use due to (reference MFR report# 3006705815-2017-04126).